Event description:
Following an intravenous infusion of 25.7 mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left m2 middle cerebral artery occlusion (l-mca). The patient had a thrombolysis in cerebral ischemia score of 0 after treatment. A subarachnoid hemorrhage (sah) at the m2 l-mca was confirmed right after the procedure. The next day the patient developed a hydrocephalus. A lumbar spinal fluid drainage was placed to treat the hydrocephalus. The physician stated that the cause of the sah may be related to vessel damage that was attributed to the device and the hydrocephalus was a complication of the sah.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and hydrocephalus are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural and patient complication respectively. The device is not available to the manufacture.